Manufacturer narrative:
This MDR follow-up report #1 is being submitted at this time as the complaint investigation was not detected in the product complaint handling system (solabs) due to unexpected software issues. The purpose of this follow-up report #1 is to update the agency on information of product analysis. As product was not returned, evaluation could only consist of a review of the manufacturing and inspection records of the device. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(4); model 250) the exact root cause was not determined. (B)(4)

Event description:
Leading haptic broke off when lens was advanced. Broken haptic was stuck in the injector. The iol was explanted.

Event description:
Leading haptic broke off when lens was advanced. Lens had to be explanted.